Event description:
It was reported that during a percutaneous nephrolithotomy, there was a burning smell when a stone was being treated. There was some smoke noticed at the base of the fiber where it connects to the console, then, the lasering was stopped and the fiber was unscrewed. When the staff were going to pick up the fiber, it fell out of the rubber housing. The event occurred after the fiber was unplugged, therefore, the fiber did not show any break, but it was disconnected after it was unscrewed. Also, the fiber was noticed charred. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The visual inspection identified a fiber body break since the fiber was separated from the connector, thus, confirming the reported event. The microscopic analysis found that there was no light exiting the connector face of the fiber, revealing an internal connector fracture. It is probable that procedural elements like physician technique, size and composition of the material being ablated could contributed with the fiber break. It is possible that the damaged observed on the connector face could have occurred during use of the fiber. Review of the history record (DHR) showed the fiber met all manufacturing specifications prior to release. According to the device instructions for use informs the user to: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.

Event description:
It was reported that during a percutaneous nephrolithotomy, there was some smoke noticed at the base of the fiber where it connects to the console. The lasering was stopped, and the fiber was unscrewed. When the staff were going to pick up the fiber, it fell out of the rubber housing. The event occurred after the fiber was unplugged, therefore, the fiber did not show any break, but it was disconnected after it was unscrewed. Also, the fiber was noticed charred. The procedure was completed with another fiber without patient complications.